Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 13, 2025 ¿ may 15, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected infusion time was 46 hours; however, after 44 hours it was observed that the device was 50% full. The mediation being infused was 5-fluorouracil in dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.